Manufacturer narrative:
The complaint of a connection issue could not be confirmed from the photograph that was provided for investigation. The image showed a q-syte connector. The blue luer cap was shown on the male luer adapter. No evidence of use was identified on the connector. No damage or defects could be confirmed from the photograph. Without the physical sample, no functional testing could be completed. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that no perfect connection with the macro equipment, the patient's arm must be pressed hard, and, in some cases, there is venous return and this causes pain in the patient. Place of use of the device during the event: hospitalization. Device available for evaluation? No.

Manufacturer narrative:
Correction: upon review of the record, it was noted that patient age and sex are available. The record has been updated and information reflected in patient information a tab.

Event description:
No additional information.